Manufacturer narrative:
Analysis found that visually, the tracker hub became detached from the outer hub became which would have resulted in the reported event. The component that became detached is not likely to become un-retrieved device fragments. There were no signs of misuse or mishandling. The tracker hub shall be bonded to the outer hub using adhesive per the manufacturing instructions. When viewed under magnification, there was a residue consistent with adhesive on the mounting surfaces. Although it appears that adhesive was present, the information indicates there was insufficient adhesion which resulted in the component(s) coming loose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that when an attempt was made to replace the blade during the procedure, part of the instrument tracker came off. It was suspected that the product was not adhered properly. There was no patient impact.